Event description:
It was reported that during a post operative check of this right atrial (ra) lead system, p waves and thresholds were unable to be measured. All other lead measurements were okay. A chest x ray was obtained, which showed the ra lead had dislodged. The lead was surgically repositioned with a good outcome. No additional adverse patient effects were reported. The lead remains in service.